Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was greater than 500 mg/dl. Subsequently, the customer went to the emergency room (ER) and was hospitalized due to an elevated blood glucose level. A manual insulin injection was administered to address bg level. The customer was treated with intravenous insulin and saline, and was later released from the hospital with no permanent damage. The customer reverted to manual insulin injections to address bg level.

Event description:
It was reported that the wake button was sticking. Subsequently, the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) due to an elevated blood glucose level of over 500 mg/dl. Prior to going to the ER, a manual insulin injection was administered to address bg level. The customer was treated with intravenous insulin and saline, and was later released from the hospital with no permanent damage. The customer reverted to manual insulin injections to address bg level.

Manufacturer narrative:
B2 is in addition to initial reported information, b5, h6 health effect impact code 4607- removed, h6 health effect impact code 4608- added b2 is in addition to initial reported information, b5, h6 health effect impact code 4607- removed, h6 health effect impact code 4608- added.